Manufacturer narrative:
Per additional information received via investigator, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that patient began rewarming on arctic sun device around 10pm late night. Patient was close to target today at 4pm then the temperature drastically dropped. Patient temperature was 34.1c. Rewarm from 34.1c to 37c at 0.25c/hr. Water temperature was 32.5c. Nurse did not understand why the water was colder than the patient's temperature if the patient should be rewarming. Flow rate was 2.5lpm. Nurse confirmed the target was changed to 33c (restarted rewarm) around 6 hours ago. Explained the device was working appropriately. Biomed advised nurse not to make any adjustments and to allow device to rewarm patient. Water was at the appropriate temperature to rewarm patient at 0.25c/hr. If the patient was warming too quickly, the water temperature would decrease to slow the rewarm down. Nurse was concerned because the patient cooled but supposed to rewarm. Nurse understood the target was adjusted, but even an hour ago the patient's temperature decreased. Explained that if the patient was rewarming too quickly the water temperature decreased to allow for the patient to rewarm at a controlled pace over all. Nurse thought that if the patient rewarmed too quickly the device would hold them at that temperature until they should be there, then continue the rewarm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient began rewarming on arctic sun device around 10pm late night. Patient was close to target today at 4pm then the temperature drastically dropped. Patient temperature was 34.1c. Rewarm from 34.1c to 37c at 0.25c/hr. Water temperature was 32.5c. Nurse did not understand why the water was colder than the patient's temperature if the patient should be rewarming. Flow rate was 2.5lpm. Nurse confirmed the target was changed to 33c (restarted rewarm) around 6 hours ago. Explained the device was working appropriately. Biomed advised nurse not to make any adjustments and to allow device to rewarm patient. Water was at the appropriate temperature to rewarm patient at 0.25c/hr. If the patient was warming too quickly, the water temperature would decrease to slow the rewarm down. Nurse was concerned because the patient cooled but supposed to rewarm. Nurse understood the target was adjusted, but even an hour ago the patient's temperature decreased. Explained that if the patient was rewarming too quickly the water temperature decreased to allow for the patient to rewarm at a controlled pace over all. Nurse thought that if the patient rewarmed too quickly the device would hold them at that temperature until they should be there, then continue the rewarm.